Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 445 mg/dl with mild ketones and it was addressed with a manual injection. Troubleshooting with tandem's technical support indicated that the luer lock connection to the infusion set was loose. It was noted that the customer reverted to manual injections as the customer did not have supplies readily available.